Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. Physio replaced the device's ui pcb to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. A faulty component on the ui pcb was determined to be the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device is displaying a white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.